Manufacturer narrative:
Concomitant products: 419478 lead, implanted (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had a high and rising threshold. The rv lead was reprogrammed, but the threshold continued to be elevated. The rv lead remains in use. The patient was part of (B)(6). No patient complications have been reported as a result of this event.